Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to troubleshoot the issue by pressing the center button and connecting the pump to a power source, but the pump did not turn on. Consequently, a replacement pump was arranged, and the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The customer was given instructions on storage mode and returning the faulty pump using a pre-paid label.